Manufacturer narrative:
Section a3b: gender: unknown; requested but not provided. Section a4: weight: unknown; requested but not provided. Section a5: ethnicity: unknown; requested but not provided. Section d6a: if implanted, give date: not applicable, as there was no indication that the lens was implanted. It is unknown if there was patient contact. Section d6b: if explanted, give date: not applicable, as there was no indication that the lens was implanted, therefore not explanted. It is unknown if there was patient contact. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded toric intraocular lens (iol) split in the cartridge. It is unknown if there was patient contact. Another johnson and johnson iol was implanted (same model and diopter) in the left eye. No medical or surgical intervention was required. There was no patient injury. It is unknown how the patient is doing post-operative. The device was discarded. No further information was provided.

Manufacturer narrative:
Additional information was received reporting that neither the lens nor the cartridge touched the patient's eye. The issue was observed when advancing the lens forward. Provisc was used at room tempature as a cartridge lubricant with shugarcaine additive. No further information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.